Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed. The customer stated when changing the battery, they receive a strange condition/alarm. The insulin pump alarmed unexpected restart. The customer's blood glucose was unknown. Checked alarm history and found alarm is getting loop. Customer can clear the alarm, but pump turns back on the unexpected restart occurs again. Advised to monitor the insulin pump and back if issues persist.

Manufacturer narrative:
Device passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. (B)(4).